Event description:
It is reported that the setscrew didn¿t fit into the gamma nail, and therefore the screwdriver broke while using it.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported that the setscrew didn¿t fit into the gamma nail, and therefore the screwdriver broke while using it.